Event description:
The customer reported that the insulin pump went into a threshold suspended state and she was not able to hear the alarm until the pump began to vibrate. The reading that prompted the threshold suspend was 60 mg/dl, but her blood glucose was 200 mg/dl or more. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-29944.